Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV, lymphadenopathy and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and pain. Healthcare professional also reported "small amount of anechoic fluid adjacent to the implant, mainly in the upper inner quadrant" and "reactive lymph node in the upper outer quadrant/axillary extension" via mammogram and ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, g2, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and pain. Healthcare professional also reported "small amount of anechoic fluid adjacent to the implant, mainly in the upper inner quadrant" and "reactive lymph node in the upper outer quadrant/axillary extension" via mammogram and ultrasound. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and pain. Healthcare professional also reported "small amount of anechoic fluid adjacent to the implant, mainly in the upper inner quadrant" and "reactive lymph node in the upper outer quadrant/axillary extension" via mammogram and ultrasound. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event capsular contracture, seroma late - breast and lymphadenopathy was requested on 13-mar-2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma late ¿ breast: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.